Event description:
It was reported that, during post-implant testing, there was poor sensing across all three vectors of this subcutaneous implantable cardioverter defibrillator (s-ICD) system along with small amplitude r-waves. Technical services (ts) discussed troubleshooting and advised further evaluation of system placement. Fluoroscopy and x-ray showed appropriate device placement. It was noted that the cause of the poor sensing was most likely due to intermittent t-wave oversensing. It was also noted that device optimization will be performed at a later date. No adverse patient effects were reported. Currently, this s-ICD system remains in service.